Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ malposition of essure device"), fallopian tube perforation ("perforation (fallopian tubes)") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 2011, (B)(6) 2015). Concurrent conditions included obesity, amenorrhea, irregular periods, abdominal pain, menometrorrhagia and anesthesia. Concomitant products included ibuprofen from 2015 to 2017, paracetamol (tylenol) since 2017 and prenatal vitamins from 2015 to 2016. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hot flush ("hormonal changes(hot flashes)"), migraine ("migraines/frequent head- migraines(moderate to severe)"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("constant lower left abdomen(severe)"), back pain ("frequent back pain (moderate to severe)") and post procedural haemorrhage ("she bled a lot during surgery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, depression, anxiety, headache and post procedural haemorrhage outcome was unknown and the female sexual dysfunction, fatigue, hot flush, migraine, nausea, vaginal discharge, abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, post procedural haemorrhage, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion on (B)(6) 2017- surgical pathology report- final pathologic diagnosis-uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy: uterus- proliferative pattern endometrium, two metallic coils (gross evaluation only), granulation tissue and abscess formation atsite of metallic coil embedded in uterine fundus, myometrium with diffuse chronic granulomatous inflammation, leiomyoma. Cervix- no significant pathologic abnormality. Right fallopian tube- metallic coil, granulation tissue at, site of metallic coil in-right fallopian tube isthmus. Detached fallopian tube: portion of unremarkable fallopian tube. - detached fimbriae: hemorrhage and vascular. Congestion. Specimen{s) received uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy. Gross abnormalities: the uterus is asymmetric with a white whorled sub serosal mass located along the, left lateral uterine fundus (1.3 x 1 x em). A full-thickness disruption from the-serosal surface to the endometrial surface is present prior to receipt in pathology, and extends from the 'lett lateral uterine wall to the midline fundic dome (6.8 cm in length xl. 4 em in diameter) . " the endometrial cavity and myometrium is yellow and bluntly ragged along the fundus near the) disruption. Two shiny, metallic devices-are identif1e metallic device #1 is located protruding from the candidate right fallopian tube isthmus and partially collide and partially smoot~ (coil from edge-of fallopian tube isthmus 2.1 em 1n length x 0.1 em in diameter and extending from the fallopian tube isthmus through the myometrium/intramural portion of the fallopian tube and to the endometrium (1.7 cm in length x 0.1 cm in diameter). In the posterior fundus is ,.a second metallic device (2.2 ern in length x 0.1 cm in diameter) embedded into the myometrium of the uterine fundus dome, but not perforating through the serosa. On sectioning the coil splits into two coils, each separate embedded into the wall with a round ball (less than 0.1 mm in diameter) a one end of one coil. No left -fallopian tube stumps identified. The metallic devices #1 and #2 are retained in formalin. ~normal' tissue: the remainder of the endometrial cavity is smooth and, pin the remainder of the myometrium is, pink and fibrous. The ectocervix is white. The vaginal cuff mucosa is 'pink .and smooth. The detached fallopian tube has a pink-tan wall and is otherwise unremarkable uterus weight: 10 g uterus: fundus to cervix: 10.1 cm; cornu to cornu 8.2 em; anterior to posterior 4.8 em / endometrium: thickness 0.2 \cmmyometrial thickness: 2.0 cm cervix: diameter 2.6 cm; off diameter 1.2 cm vaginal coupling~: 2.2 em detached fallopian tube segment: 4.1 cm x '0.3 em detached fimbria #1: 3.1 em in length by 1.11.9 cm in diameter by 0.7 cm thickness detached fimbria #2: 3.3 em in length by 0.91.9 cm in diameter by 0.6 cm. Pregnancy examination or test, negative result. An ultrasound in (B)(6) 2017, she found no evidence of uterine or endometrial pathology, bilateral essure inserts identified, the right was in the appropriate position but the left possibly slightly more distal in location than expected. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 14-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, historical drug, concurrent condition, concomitant medication, lab test were added. Events hormonal changes(hot flashes), abnormal bleeding ((vaginal, menorrhagia), apareunia (inability to have sexual intercourse) , psychological or psychiatric problems(depression), malposition of essure device , bladder or urinary problems or changes, migration of essure device, nausea, dysmenorrhea (cramping), pain, perforation (fallopian tube(s)) , fatigue, vaginal discharge, fatigue, weight gain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: coil was coming out on left"), fallopian tube perforation ("perforation (fallopian tubes)", genital haemorrhage ("persistent bleeding") and procedural haemorrhage ("she bled a lot during surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (on (B)(6) 2011, on (B)(6) 2015). Concurrent conditions included obesity, amenorrhea, irregular periods, abdominal pain, menometrorrhagia, anesthesia and frequency urinary since 2015. Concomitant products included ibuprofen from 2015 to 2017, paracetamol (tylenol) since 2017 and prenatal vitamins from 2015 to 2016. In 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), depression ("depression") and anxiety ("anxiety"). On (B)(6)2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and pollakiuria ("urination"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hot flush ("hormonal changes(hot flashes)"), migraine ("migraines/frequent head- migraines(moderate to severe)"), headache ("headaches") and nausea ("nausea"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("constant lower left abdomen(severe)"), back pain ("frequent back pain (moderate to severe)") and procedural haemorrhage (seriousness criterion medically significant). The patient was treated with hysterectomy with bilateral salpingectomy on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, depression, anxiety, headache, procedural haemorrhage and pollakiuria outcome was unknown and the female sexual dysfunction, fatigue, hot flush, migraine, nausea, vaginal discharge, abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pollakiuria, procedural haemorrhage, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2017: surgical pathology report- final pathologic diagnosis-uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy: uterus- proliferative pattern endometrium, two metallic coils (gross evaluation only), granulation tissue and abscess formation at site of metallic coil embedded in uterine fundus, myometrium with diffuse chronic granulomatous inflammation, leiomyoma. Cervix- no significant pathologic abnormality. Right fallopian tube- metallic coil, granulation tissue at, site of metallic coil in-right fallopian tube isthmus. Detached fallopian tube: portion of unremarkable fallopian tube. - detached fimbriae: hemorrhage and vascular. Congestion. Specimen{s) received uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy. Gross abnormalities: the uterus is asymmetric with a white whorled sub serosal mass located along the, left lateral uterine fundus (1.3 x 1 x em). A full-thickness disruption from the-serosal surface to the endometrial surface is present prior to receipt in pathology, and extends from the 'left lateral uterine wall to the midline fundic dome (6.8 cm in length xl. 4 em in diameter) . " the endometrial cavity and myometrium is yellow and bluntly ragged along the fundus near the) disruption. Two shiny, .metallic devices-are identified metallic device #1 is located protruding from the candidate right fallopian tube isthmus and partially collide and partially smoot~ (coil from edge-of fallopian tube isthmus 2.1 em in length x 0.1 em in diameter and extending from the fallopian tube isthmus through the myometrium/intramural portion of the fallopian tube and to the endometrium (1.7 cm in length x 0.1 cm in diameter). In the posterior fundus is a second metallic device (2.2 ern in length x 0.1 cm in diameter) embedded into the myometrium of the uterine fundus dome, but not perforating through the serosa. On sectioning the coil splits into two coils, each separate embedded into the wall with a round ball (less than 0.1 mm in diameter) a one end of one coil. No left -fallopian tube stumps identified. The metallic devices #1 and #2 are retained in formalin. ~normal' tissue: the remainder of the endometrial cavity is smooth and, pin the remainder of the myometrium is, pink and fibrous. The ectocervix is white. The vaginal cuff mucosa is 'pink .and smooth. The detached fallopian tube has a pink-tan wall and is otherwise unremarkable uterus weight: 10 g uterus: fundus to cervix: 10.1 cm; cornu to cornu 8.2 em; anterior to posterior 4.8 em / endometrium: thickness 0.2 \cm myometrial thickness: 2.0 cm cervix: diameter 2.6 cm; off diameter 1.2 cm vaginal coupling~: 2.2 em detached fallopian tube segment: 4.1 cm x '0.3 em detached fimbria #1: 3.1 em in length by 1.11.9 cm in diameter by 0.7 cm thickness detached fimbria #2: 3.3 em in length by 0.91.9 cm in diameter by 0.6 cm. Pregnancy examination or test, negative result. An ultrasound on (B)(6) 2017, she found no evidence of uterine or endometrial pathology, bilateral essure inserts identified, the right was in the appropriate position but the left possibly slightly more distal in location than expected. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 12-sep-2018: pfs received. Added event frequent urination. Updated onset date of events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: coil was coming out on left/migration of essure device'), fallopian tube perforation ('perforation (fallopian tubes)') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 2011, (B)(6) 2015) and back pain. On (B)(6) 2017- surgical pathology report- final pathologic diagnosis-uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy: uterus- proliferative pattern endometrium, two metallic coils (gross evaluation only), granulation tissue and abscess formation atsite of metallic coil embedded in uterine fundus, myometrium with diffuse chronic granulomatous inflammation, leiomyoma. Cervix- no significant pathologic abnormality. Right fallopian tube- metallic coil, granulation tissue at, site of metallic coil in-right fallopian tube isthmus. Detached fallopian tube: portion of unremarkable fallopian tube. - detached fimbriae: hemorrhage and vascular. Congestion. Specimen{s) received uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy. Gross abnormalities: the uterus is asymmetric with a white whorled sub serosal mass located along the, left lateral uterine fundus (1.3 x 1 x em). A full-thickness disruption from the-serosal surface to the endometrial surface is present prior to receipt in pathology, and extends from the 'lett lateral uterine wall to the midline fundic dome (6.8 cm in length xl. 4 em in diameter) . " the endometrial cavity and myometrium is yellow and bluntly ragged along the fundus near the) disruption. Two shiny, .metallic devices-are identif1e metallic device #1 is located protruding from the candidate right fallopian tube isthmus and partially collide and partially smoot~ (coil from edge-of fa1loplan tube isthmus 2.1 em 1n length x 0.1 em in diameter and extending from the fallopian tube isthmus through the myometrium/intramural portion of the fallopian tube and to the endometrium (1.7 cm in length x 0.1 cm in diameter). In the posterior fundus is ,.a second metallic device (2.2 ern in length x 0.1 cm in diameter) embedded into the myometrium of the uterine fundus dome, but not perforating through the serosa. On sectioning the coil splits into two coils, each separate embedded into the wall with a round ball (less than 0.1 mm in diameter) a one end of one coil. No left -fallopian tube stumps identified. The metallic devices #1 and #2 are retained in formalin. ~normal' tissue: the remainder of the endometrial cavity is smooth and, pin the remainder of the myometrium is, pink and fibrous. The ectocervix is white. The vaginal cuff mucosa is 'pink .and smooth. The detached fallopian tube has a pink-tan wall and is otherwise unremarkable uterus weight: 10 g uterus: fundus to cervix: 10.1 cm; cornu to cornu 8.2 em; anterior to posterior 4.8 em / endometrium: thickness 0.2 \cmmyometrial thickness: 2.0 cm cervix: diameter 2.6 cm; off diameter 1.2 cm vaginal coupling~: 2.2 em detached fallop1an tube segment: 4.1 cm x '0.3 em detached fimbria #1: 3.1 em in length by 1.11.9 cm in diameter by 0.7 cm thickness detached fimbria #2: 3.3 em in length by 0.91.9 cm in diameter by 0.6 cm. Pregnancy examination or test, negative result. Concurrent conditions included frequency urinary since 2015, obesity, amenorrhea, irregular periods, abdominal pain, menometrorrhagia and anesthesia. Concomitant products included ibuprofen from 2015 to 2017 and paracetamol (tylenol) since 2017. In 2015, the patient experienced bladder disorder ("bladder problems"), depression ("depression/psychological or psychiatric problems: depression and anxiety"), anxiety ("anxiety/psychological or psychiatric problems: depression and anxiety") and vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and pollakiuria ("urination/bladder or urinary problems or changes: frequent urination"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"). In 2016, the patient was found to have weight increased ("weight gain/weight gain/loss specify: weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), hot flush ("hormonal changes(hot flashes)/hormonal changes: describe: hot flashes"), migraine ("migraines/frequent head- migraines(moderate to severe)/migraine/headache"), headache ("headaches/migraine/headache") and nausea ("nausea/nausea"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization and medically significant), procedural haemorrhage ("she bled a lot during surgery"), genital haemorrhage ("persistent bleeding"), abdominal pain lower ("constant lower left abdomen(severe)"), back pain ("frequent back pain (moderate to severe)") and abdominal pain ("abdomen pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, pelvic abscess, procedural haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, bladder disorder, dysmenorrhoea, dyspareunia, depression, anxiety, headache and pollakiuria outcome was unknown and the female sexual dysfunction, fatigue, hot flush, migraine, nausea, vaginal discharge, abdominal pain lower, back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic abscess, pollakiuria, procedural haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date discrepancy noted ((B)(6) 2017 and (B)(6) 2017); concomitant drug includes prenatal vitamins leave taken from this job or other job for medical reasons-surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on 12-jan-2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: coil was coming out on left/migration of essure device'), fallopian tube perforation ('perforation (fallopian tubes)'), pelvic abscess ('abscess') and procedural haemorrhage ('she bled a lot during surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6)2011,(B)(6)2015) and back pain. *on(B)(6)2017- surgical pathology report- final pathologic diagnosis-uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy: uterus- proliferative pattern endometrium, two metallic coils (gross evaluation only), granulation tissue and abscess formation atsite of metallic coil embedded in uterine fundus, myometrium with diffuse chronic granulomatous inflammation, leiomyoma. Cervix- no significant pathologic abnormality. Right fallopian tube- metallic coil, granulation tissue at, site of metallic coil in-right fallopian tube isthmus. Detached fallopian tube: portion of unremarkable fallopian tube. - detached fimbriae: hemorrhage and vascular. Congestion. Specimen{s) received uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy. Gross abnormalities: the uterus is asymmetric with a white whorled sub serosal mass located along the, left lateral uterine fundus (1.3 x 1 x em). A full-thickness disruption from the-serosal surface to the endometrial surface is present prior to receipt in pathology, and extends from the 'lett lateral uterine wall to the midline fundic dome (6.8 cm in length xl. 4 em in diameter) . " the endometrial cavity and myometrium is yellow and bluntly ragged along the fundus near the) disruption. Two shiny, .metallic devices-are identif1e metallic device #1 is located protruding from the candidate right fallopian tube isthmus and partially collide and partially smoot~ (coil from edge-of fa1loplan tube isthmus 2.1 em 1n length x 0.1 em in diameter and extending from the fallopian tube isthmus through the myometrium/intramural portion of the fallopian tube and to the endometrium (1.7 cm in length x 0.1 cm in diameter). In the posterior fundus is ,.a second metallic device (2.2 ern in length x 0.1 cm in diameter) embedded into the myometrium of the uterine fundus dome, but not perforating through the serosa. On sectioning the coil splits into two coils, each separate embedded into the wall with a round ball (less than 0.1 mm in diameter) a one end of one coil. No left -fallopian tube stumps identified. The metallic devices #1 and #2 are retained in formalin. ~normal' tissue: the remainder of the endometrial cavity is smooth and, pin the remainder of the myometrium is, pink and fibrous. The ectocervix is white. The vaginal cuff mucosa is 'pink .and smooth. The detached fallopian tube has a pink-tan wall and is otherwise unremarkable uterus weight: 10 g uterus: fundus to cervix: 10.1 cm; cornu to cornu 8.2 em; anterior to posterior 4.8 em / endometrium: thickness 0.2 \cmmyometrial thickness: 2.0 cm cervix: diameter 2.6 cm; off diameter 1.2 cm vaginal coupling~: 2.2 em detached fallop1an tube segment: 4.1 cm x '0.3 em detached fimbria #1: 3.1 em in length by 1.11.9 cm in diameter by 0.7 cm thickness detached fimbria #2: 3.3 em in length by 0.91.9 cm in diameter by 0.6 cm. Pregnancy examination or test, negative result. Concurrent conditions included frequency urinary since 2015, obesity, amenorrhea, irregular periods, abdominal pain, menometrorrhagia and anesthesia. Concomitant products included ibuprofen from 2015 to 2017 and paracetamol (tylenol) since 2017. In 2015, the patient experienced bladder disorder ("bladder problems"), depression ("depression/psychological or psychiatric problems: depression and anxiety"), anxiety ("anxiety/psychological or psychiatric problems: depression and anxiety") and vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and pollakiuria ("urination/bladder or urinary problems or changes: frequent urination"). In (B)(6)2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"). In 2016, the patient was found to have weight increased ("weight gain/weight gain/loss specify: weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), hot flush ("hormonal changes(hot flashes)/hormonal changes: describe: hot flashes"), migraine ("migraines/frequent head- migraines(moderate to severe)/migraine/headache"), headache ("headaches/migraine/headache") and nausea ("nausea/nausea"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization and medically significant), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage ("persistent bleeding"), abdominal pain lower ("constant lower left abdomen(severe)"), back pain ("frequent back pain (moderate to severe)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ). Essure was removed on(B)(6)2017. At the time of the report, the device dislocation, fallopian tube perforation, pelvic abscess, procedural haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, bladder disorder, dysmenorrhoea, dyspareunia, depression, anxiety, headache and pollakiuria outcome was unknown and the female sexual dysfunction, fatigue, hot flush, migraine, nausea, vaginal discharge, abdominal pain lower, back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic abscess, pollakiuria, procedural haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date discrepancy noted ((B)(6)2017 and (B)(6)2017); concomitant drug includes prenatal vitamins leave taken from this job or other job for medical reasons-surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. Event: abscess added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: coil was coming out on left/migration of essure device"), fallopian tube perforation ("perforation (fallopian tubes)"), genital haemorrhage ("persistent bleeding") and procedural haemorrhage ("she bled a lot during surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 2011,(B)(6) 2015) and back pain. *on (B)(6) 2017- surgical pathology report- final pathologic diagnosis-uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy: uterus- proliferative pattern endometrium, two metallic coils (gross evaluation only), granulation tissue and abscess formation atsite of metallic coil embedded in uterine fundus, myometrium with diffuse chronic granulomatous inflammation, leiomyoma. Cervix- no significant pathologic abnormality. Right fallopian tube- metallic coil, granulation tissue at, site of metallic coil in-right fallopian tube isthmus. Detached fallopian tube: portion of unremarkable fallopian tube. - detached fimbriae: hemorrhage and vascular. Congestion. Specimen{s) received uterus, right and left fallopian tubes, hysterectomy and bilateral salpingectomy. Gross abnormalities: the uterus is asymmetric with a white whorled sub serosal mass located along the, left lateral uterine fundus (1.3 x 1 x em). A full-thickness disruption from the-serosal surface to the endometrial surface is present prior to receipt in pathology, and extends from the 'lett lateral uterine wall to the midline fundic dome (6.8 cm in length xl. 4 em in diameter) . " the endometrial cavity and myometrium is yellow and bluntly ragged along the fundus near the) disruption. Two shiny, .metallic devices-are identif1e metallic device #1 is located protruding from the candidate right fallopian tube isthmus and partially collide and partially smoot~ (coil from edge-of fa1loplan tube isthmus 2.1 em 1n length x 0.1 em in diameter and extending from the fallopian tube isthmus through the myometrium/intramural portion of the fallopian tube and to the endometrium (1.7 cm in length x 0.1 cm in diameter). In the posterior fundus is ,.a second metallic device (2.2 ern in length x 0.1 cm in diameter) embedded into the myometrium of the uterine fundus dome, but not perforating through the serosa. On sectioning the coil splits into two coils, each separate embedded into the wall with a round ball (less than 0.1 mm in diameter) a one end of one coil. No left -fallopian tube stumps identified. The metallic devices #1 and #2 are retained in formalin. ~normal' tissue: the remainder of the endometrial cavity is smooth and, pin the remainder of the myometrium is, pink and fibrous. The ectocervix is white. The vaginal cuff mucosa is 'pink .and smooth. The detached fallopian tube has a pink-tan wall and is otherwise unremarkable uterus weight: 10 g uterus: fundus to cervix: 10.1 cm; cornu to cornu 8.2 em; anterior to posterior 4.8 em / endometrium: thickness 0.2 \cmmyometrial thickness: 2.0 cm cervix: diameter 2.6 cm; off diameter 1.2 cm vaginal coupling~: 2.2 em detached fallop1an tube segment: 4.1 cm x '0.3 em detached fimbria #1: 3.1 em in length by 1.11.9 cm in diameter by 0.7 cm thickness detached fimbria #2: 3.3 em in length by 0.91.9 cm in diameter by 0.6 cm. Pregnancy examination or test, negative result. Concurrent conditions included obesity, amenorrhea, irregular periods, abdominal pain, menometrorrhagia, anesthesia and frequency urinary since 2015. Concomitant products included ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins) from 2015 to 2016, ibuprofen from 2015 to 2017 and paracetamol (tylenol) since 2017. In 2015, the patient experienced bladder disorder ("bladder problems"), depression ("depression/psychological or psychiatric problems: depression and anxiety"), anxiety ("anxiety/psychological or psychiatric problems: depression and anxiety") and vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and pollakiuria ("urination/bladder or urinary problems or changes: frequent urination"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"). In 2016, the patient was found to have weight increased ("weight gain/weight gain/loss specify: weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), hot flush ("hormonal changes(hot flashes)/hormonal changes: describe: hot flashes"), migraine ("migraines/frequent head- migraines(moderate to severe)/migraine/headache"), headache ("headaches/migraine/headache") and nausea ("nausea/nausea"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("constant lower left abdomen(severe)"), back pain ("frequent back pain (moderate to severe)"), procedural haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017.time of the report, the device dislocation, fallopian tube perforation, genital haemorrhagevaginal at the haemorrhage, , menorrhagia, weight increased, bladder disorder, dysmenorrhoea, dyspareunia, depression, anxiety, headache, procedural haemorrhage and pollakiuria outcome was unknown and the female sexual dysfunction, fatigue, hot flush, migraine, nausea, vaginal discharge, abdominal pain lower, back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pollakiuria, procedural haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date discrepancy noted ((B)(6) 2017 and (B)(6) 2017) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. New event abdomen pain was added and it's outcome was updated. Event urinary tract disorder updated to frequent urination. Outcome of the events were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.